Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, they had gone to change the plan and then back to recut tibia and as they were navigating back to the tibia cut screen, the screen blacked out. They thought it was due to the tablet being plugged in, so they waited a few seconds (~5) and then unplugged the tablet as the surgeon was not using it. Then an error came up. They believe it was an internal error but they are not positive (even checked the screenshots and it was not there). Then after clearing that message, it kicked them out of the case. They were able to get back into the case after recalibrating the handpiece. The procedure was completed with the same device without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment, was not returned for evaluation. The reported problem could not be confirmed with a visual or functional evaluation due to the console not being returned. A relationship between the reported event and the device could not be established. A review of log files and screenshots was not able to be performed due to them becoming unavailable. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with the tablet used during the case experiencing electrical noise. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.